Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection during analysis. The customer reported complaint was confirmed. The downstream occlusion(dso) seal was delaminated. The dso seal was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the upstream occlusion alarm did not trigger while the upstream was occluded. There was no patient involvement.